Event description:
It was reported that during an interventional procedure, after passing the aortic valve, the catheter kinked close to the pigtail. When removing the device, the kink became lodged in one of the leaflets of the mitral valve. Upon removal of the device, it was noted that the device split at the kink, however, it was removed intact. The pt is recovering without incident.